Event description:
The advocate stated that the customer tested her blood glucose and received a reading of more than 300 mg/dl using her contour meter. The customer retested using the advocate's contour meter and received a reading of more than 100 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.